Manufacturer narrative:
H.6. Investigation: ten 3ml integra syringes in fully sealed blister packs confirmed to be from batch #8086959 (p/n 305272) were received and evaluated. It appeared 3 syringe were activated in their package from squeezing them into a "sharps" container. No visual defects were observed. An activation force test was performed on the seven inactivated syringes. The results confirmed all the syringes were acceptable per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Root cause not defined since defects were not confirmed in sample received.

Event description:
It was reported that medication leaked when being dispersed with a bd integra¿ 3 ml syringe with detachable needle. The following information was provided by the initial reporter: while administering medications on two separate occasions (B)(6) 2019 there was a product failure with the syringe. As the plunger was pushed to inject medication, the medication was dispersed up through the plunger and into the barrel, instead of passing through the needle in the muscle. On both administrations, it was discovered that the medication had moved through the plunger's opening and into the hollow barrel. After the syringe was withdrawn, the safety mechanism was activated retracting the needle. When the syringe was then turned upside down, medication came out. On (B)(6) 2019 bout half the dose 0.75 ml came out and on the (B)(6) 2019, the full dose of 1.5 ml was lost. I exchanged the retracting needle with luer lok syringe. The medication was then administered as prescribed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that medication leaked when being dispersed with a bd integra¿ 3 ml syringe with detachable needle. The following information was provided by the initial reporter: while administering medications on two separate occasions (B)(6) 2019, there was a product failure with the syringe. As the plunger was pushed to inject medication, the medication was dispersed up through the plunger and into the barrel, instead of passing through the needle in the muscle. On both administrations, it was discovered that the medication had moved through the plunger's opening and into the hollow barrel. After the syringe was withdrawn, the safety mechanism was activated retracting the needle. When the syringe was then turned upside down, medication came out. On (B)(6) 2019 bout half the dose 0.75 ml came out and on the (B)(6) 2019, the full dose of 1.5 ml was lost. I exchanged the retracting needle with luer lok syringe. The medication was then administered as prescribed.